Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Subsequent episodes of noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed in unipolar configuration. There was also a decrease in the intrinsic amplitude measurements. A revision was performed and the lead was surgically abandoned and replaced. Physical damage was noted to the lead and a conductor fracture was suspected. No additional adverse patient effects were reported.